Event description:
Reporter stated the end-user while going through a doorway, the seat pivoted causing her to fall forward out of the chair. The end-user was taken to emergency and released a few hours later. The end-user sustained a bruise on one knee and was wearing a cervical collar. The dealer ordered a center of gravity seating system on a existing power base. The bolts on the seating system were not tightened.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. The bolts on the seating system were not tightened.